Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. The high battery impedance lead to eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated. Elective replacement indicator (eri) due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011. The high battery impedance lead to eri.

Event description:
It was reported that the device reached elective replacement indicator due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.